Manufacturer narrative:
Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial#: (B)(4), implanted: (B)(6) 2006, product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: 28-sep-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was spinal pain. It was reported that the patient occurred an infection and the pump was removed. It was noted that "all of tubing get infected and puss was coming out of incision site and along where tubing was placed". The catheter remained in the patient and the caller had questions regarding magnetic resonance imaging. No further complications have been reported as a result of this event.